Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 03/21/2019, the customer indicated that she developed mastitis, for which she was prescribed two rounds of antibiotics. She indicated that the replacement pump was working without issue and, though she still had a lump in her breast, she had no symptoms of mastitis. At the customer's request, a medela clinician reached out to the customer. After a phone call and two emails, the customer responded via email with concerns about breast shield sizing and milk expression. The clinician provided the customer with detailed information regarding breast shield sizing, milk expression, breast shield placement and bra sizing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump, that it would not release her milk and she has had mastitis twice for which she saw her doctor.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 04/29/2019. The device passed suction and cycle specifications. During the product evaluation, it was identified that the customer's breast shield, connector, valve, membrane and tubing had residue on them. Refer to attached product evaluation. Though the customer's report of low suction could not be confirmed, it is plausible based on the condition of the parts/accessories. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check.